Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m133272 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot m133272 , test base part number 190-430 / lot m133272. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however it could be related to sample interference. Substances in the sample itself may have interfered with the reaction. Additionally, collecting a nasal sample from only one nostril may be contributed to the issue.

Manufacturer narrative:
Initial reporter address: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. It is unknown if repeat testing was performed. Confirmation testing on nasopharyngeal swabs with pcr generated positive results; CT values = 31. The customer also reported twenty-four (24) samples and patients which obtained a negative ID now covid-19 assay result but were in close contact with individuals who had obtained a positive rt-pcr and antigen result. The customer also reported the above patients did not exhibit symptoms of covid-19. It was reported the customer did not want to provide additional information pertaining these patients. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.